Manufacturer narrative:
Product complaint # (B)(4). Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure to remove the tpal (transforaminal posterior atraumatic lumbar) titanium spacer due to the reported t-pal spacer that had migrated out of the l4-l5 disc space. Initially, the patient underwent an l3-l5 tlif posterior spinal fusion procedure on (B)(6) 2019. It is unknown if there was a surgical delay. The surgical outcome is unknown but with a patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).